Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when user was trying to cool the patient, they got an alert to fill the arctic sun device but it would not take up water with pads connected. The user tried to fill the arctic sun device with arctic gel pads disconnected, but the device did not take up any water and gave a message that filling was complete. When they tried to start therapy, they get a low reservoir message but the level indicator showed the device was empty. Also stated that the touch screen would not respond when trying to go into system diagnostics. They have another device to change over and would send this one to biomed for checked out.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that when user was trying to cool the patient, they got an alert to fill the arctic sun device but it would not take up water with pads connected. The user tried to fill the arctic sun device with arctic gel pads disconnected, but the device did not take up any water and gave a message that filling was complete. When they tried to start therapy, they get a low reservoir message but the level indicator showed the device was empty. Also stated that the touch screen would not respond when trying to go into system diagnostics. They have another device to change over and would send this one to biomed for checked out.